Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As per patient, she was revised as she has had two dislocations in 2017 since her revision surgery on (B)(6) 2013.